Event description:
Noted design flaws in flexicare laryngoscope. These make it problematic to use in a critical airway intubation. 1.handle ergonomics is definitely not the best compared to other versions as it does not provide much traction. (Will be problematic in big patients) 2. Blade is more to the right of the handle, so when intubating, you need to have more sweep distance to the left to have the same view. 3.biggest design flaw is that the light source is not extending beyond the blade but in fact receding within the blade (the previously used one, the light source extends beyond the blade) so view can easy be obscured by the pharyngeal structures in small patients or obese patients 4. Light brightness is far more inferior than the old metal one. Manufacturer response for single use laryngoscope mini handle with blade, britepro omni (per site reporter) recommend we provide more education.